Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields- h2, h3, h6, h7, h9 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined and the complaint could not be confirmed. The most probable cause of the complaint is cause not established which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2026-00007. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient was transferred from the post anesthesia care unit after a therapeutic, laparoscopic cholecystectomy and had an esophagogastroduodenoscopy with endoscopic mucosal resection of gastric polyps and endoscopic retrograde cholangiopancreatography with stent removal and stone extraction procedure, reported of coarse, noisy breathing and decreased oxygen saturation requiring supplemental oxygen. Upon arrival to the unit, the patient continued to exhibit abnormal noisy breathing, related to the distal cover obstructing the patient airway. The patient's family confirmed this was not normal for him, and he appeared in discomfort and in pain. While taking oral medication and drinking water to improve comfort, the patient began coughing. After being encouraged to cough again while upright, a piece of plastic from the endoscopic retrograde cholangiopancreatography procedure came out his throat after which the patient¿s breathing improved, the abnormal noise resolved, and discomfort subsided. The patient was monitored post-procedure per standard airway-compromise protocol, including suctioning, assessment, imaging, and elevation of the head of the bed. This report is 1 of 2.